Event description:
Pt was undergoing left nephrectomy. After procedure was completed it was noted that they had a burn on their left shoulder/arm from bair hugger warming device. Burn is 3rd degree 5% of body surface.